Event description:
The pt developed post-op diffuse lamellar keratitis in the right eye after lasik surgery. The pt received topical antibiotic drops and the flap was lifted and irrigated. The condition resulted in a central scar to the right eye. The best corrected vision for this eye is 20/40.